Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports patient allegations of pain and elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports patient allegations of pain and elevated metal ion levels. Additional information received indicates patient underwent total left arthroplasty was on (B)(6) 2004. Additional information received in patient medical records report patient underwent a revision procedure on (B)(6) 2012. Operative notes report presence of cloudy fluid, reactive scar tissue, and grayish tissue. The head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.